Manufacturer narrative:
Medtronic received the following information from a journal article entitled; co2 automated angiography in endovascular aortic repair preserves renal function to a greater extent compared with iodinated contrast medium. Analysis of technical and anatomical details vacirca et al, ann vasc surg 2022; 81: 79¿88. Https://doi.org/10.1016/j.avsg.2021.10.039. Mean age. Mean gender. Exact date of implant unknown there was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted during the endovascular treatment of abdominal aortic aneurysms on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: renal failure and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of renal failure is undetermined.